Event description:
Customer called ultrasonic cleaner flames shooting out of it and blowing fuses.

Manufacturer narrative:
Steris technician was dispatched to the account. Found burned and charred lid switch causing fuse to blow. Replaced lid switch s-13; part. Unit was repaired and returned to use at the facility.